Event description:
It was reported that the asymptomatic patient presented for a routine battery change for the implantable cardioverter defibrillator. During the pre-operation device check, the atrial lead failed to capture at maximum output through multiple tests and also exhibited fluctuating atrial sensing. A review of the patient's history revealed that this was a progressive issue since 2016. It was noted that the implanting physician had a tendency to place the device upside down and a fluoroscopy of the device and leads was recommended. During fluoroscopy x-ray, it was discovered that the atrial lead had dislodged. It was also discovered that the right ventricular lead had externalized conductors at the device implant pocket. Externalized conductor found at the implant site was a rare occurrence and it was noted that the lead was implanted with a lot of slack looped around the device. The lead, however, had normal and stable electrical parameters. The physician elected to abort the operation and rescheduled the patient for a full system revision. The device was reprogrammed to accommodate for the lead malfunctions until the upcoming system revision procedure can be completed. The patient was not symptomatic to the lead malfunctions. Related manufacturer reference number: 2017865-2019-06422.

Event description:
New information received stated the pulse generator system was extracted successfully on (B)(6) 2019. The patient was not symptomatic pre or post procedure. The patient was not known to be dependent on the pulse generator system. The leads were accidentally disposed of by the explanting facility.